Manufacturer narrative:
H7:error.no remedial action was initiated. Initial report incorrectly indicated that "notification" was given.

Event description:
Premilinary examination of the returned sheath introducer has revealed that the sheath is occluded by the soft washer from the valve assembly.